Event description:
Procedure type: low anterior resection. While closing the device, the anvil detached while inside the patient. The anvil was re-attached, and the device was applied. It was then noticed that the staples did not fire on the posterior side. A colostomy was performed to complete the procedure. No bleeding occurred, and surgery time was delayed but the length of time could not be reported.